Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6, and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty charged coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a procedure, the high-definition autoclavable camera head did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty charge-coupled device. An additional issue with the kink in the cable wire was identified during the device evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.